Event description:
During a shoulder procedure the anchor broke. The threaded portion of the anchor remains in the pt and the eyelet portion was removed. A delay of 15 to 20 mins resulted. Note: the customer does not pre-drill or use the tap prior to insertion of any metal anchors.